Event description:
It was reported that this pacemaker, competitor right atrial and right ventricular leads were explanted due to an infection. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.